Manufacturer narrative:
Therapy date: the reporter stated that the event occurred on (B)(6) 2018, but meddev report states "the occurrence date is (B)(6) 2018." The device was manufactured january 15, 2018 - january 16, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. The device had been filled with 100ml fluorouracil and 130ml 0.9% sodium chloride solution to a total fill volume of 230ml. The reporter stated that the pump ran for 24 hours instead of the expected 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.